Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are unsure whether the therapy was turned on and did not receive confirmation from their healthcare provider. The patient was unable to connect with the ins; they reported seeing "communicating with device" on the screen, but then repeatedly receiving the message "device is not responding." They attempted to reposition the communicator but were still unable to establish communication with the ins. The patient was redirected to their healthcare provider to further address the issue. The patient reported ongoing back pain at the incision site since last week, which was making it difficult for them to lie down. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a follow up appointment on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.